Event description:
Tubing connector separated from arterial pressure monitor tubing causing arterial blood loss. Actual blood loss was minimal. Loss potential was significant. MFR reported faulty glue between tubing and attached connector.